Event description:
I developed numerous autoimmune disorders as well as digestive issues. These included blurry vision, sibo, memory loss, rapid weight loss, difficulty breathing, panic attacks, hair loss, brain fog, vertigo, dizziness, nausea, heavy metal toxicity, chronic pain in neck, back, and shoulders, anxiety, and depression. This began six months after getting silicone breast implants and rapidly worsened over the course of 2 years. I received 330 cc natrelle inspira smooth silicone implants and the sn numbers are (B)(4). FDA safety report ID# (B)(4).